Event description:
Boston scientific crm received information that this device detected low and high pacing impedances on a competitor's defibrillation lead. There was also noise observed on the right ventricular channel which resulted in inappropriate shocks. The competitors lead was surgically abandoned (capped) and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted device has not been returned for analysis. Attempts to retreive the device have been unsuccessful.